Manufacturer narrative:
Device received with cracked lcd display window corners noted. Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the escape button was a little hard or had to press a couple of times. The customer's blood glucose level was unknown. The customer reported that the battery was going faster. The customer reported that the screen was chipped. The customer reported that the buttons were wearing out. The customer also reported that there was a crack in the case at the right corner. The customer also reported that the act button was stubborn and worked when it wanted to. The insulin pump will not be returned for analysis.